Event description:
It was reported this right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. A new lead with different model was successfully placed. No additional adverse patient effects were reported.